Manufacturer narrative:
(B)(4).

Event description:
The physician was using a scuba co-cr peripheral bare metal stent. No abnormality noticed in the inspection of the scuba or guide catheter (gc) before use. Angiograph results showed 80% stenosis in the arteria subclavia, the lesion was moderate of calcification and minor tortuosity, no pre-dilatation was performed. Little friction with gc was noticed in the procedure. During the surgery, the stent was dislodged/displaced from balloon in the subclavian opening, but it didn't dislodge completely from the device. The physician removed the device with the delivery system and replaced with a new stent to complete the procedure. No adverse event was reported, 30 min of the operation time was prolonged please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).this event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: traces of radio opaque solution were detected into the inflation line; moreover the ends of the balloon over the stent appeared inflated. The protection tube was found over the shaft. The stent was dislodged few mm from the distal marker band to the proximal marker band and the od measured was out of specification. A 0.035 guide wire was inserted from the tip to the hub without abnormalities. No other abnormalities detected on the device. Off ¿label, unapproved or contraindicated use (the scuba stent system is designed for the treatment of obstructive disease of protected peripheral arteries below the aortic arch - device was used in the arteria subclavia artery). Failure to follow instructions (the scuaba stent was used with a guide catheter , however the scuba IFU advises to use an introducer sheath).